Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer reported blood glucose level ranged up to 428 mg/dl.